Manufacturer narrative:
Continued: e1: zip code: (B)(6). Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Event description:
Healthcare professional reported "extracapsular rupture" and "lymph node spread as well as a siliconoma". This record is for the left side. Device was explanted.